Event description:
A customer reported via phone call indicating that they experienced high blood glucose levels ranging from 200 to 400 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer received a no delivery alarm during basal delivery. The customer did not want to troubleshoot the issue and did not want to return their reservoir back for analysis. The customer was shipped a tubing clamp and replacement insulin pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.